Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, the device was withdrawn until the guide wire port was above skin level. When wrapping the rail suture around the forefinger, the physician observed the suture did not attach to the vessel wall. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the device was used in a mildly calcified femoral artery access site. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned condition could not confirm the reported suture not capturing the arterial wall. Inspection of the returned device revealed that both cuffs successfully captured the needles and the rail suture end attached to the plunger assembly was cut. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of suture not capturing the arterial wall reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.